Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that upon interrogation, the device output current was noted to be set to oma, but that the device was programmed to 1.75ma output current at last office visit. Further follow-up revealed that the device output current was inadvertently set to oma at last office visit because the neurologist did not follow all steps for device programming in device labeling. Investigation to date has been unable to determine the cause for the high lead impedance reading. The patient had not seen previous neurologist for years and had just started to see a new neurologist. Device diagnostic testing at previous office visit with new neurologist was within normal limits, indicating proper device function at that time. After high lead impedance reading was obtained, device settings were adjusted and subsequent device diagnostic testing was within normal limits. Lead break is suspected.